Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis. Excess medical adhesive was found on the ring electrode during analysis.(B)(4).

Event description:
This report is to advise of an event observed during analysis.